Manufacturer narrative:
H6: primary finding of device analysis revealed no device failure, no anomaly found, device is functionally ok.

Event description:
After implantation of neurostimulation system, the pt experienced numbness in her left lower extremity, which spread to include her entire left side. The health care provider indicated that these symptoms may have been in connection with the pt's underlying medical condition, consisting of brown-sequard's syndrome and multiple sclerosis. The health care provider also felt that the implant surgery aggrevated the pt's ms. The system was explanted due to an MRI procedure that needed to be performed on the pt for determination of further disease progression, and according to the health care provider, was not due to any malfunction on the part of the device.